Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resolution date was updated to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to related to device/therapy and possibly related to implant procedure.

Manufacturer narrative:
Patient age is an estimate based on the patient's age at the start of the study and the event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date of event is exact (not approximate). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had neurostimulator migration. The skin had eroded by the neurostimulator and there was "erosion scar scalp." Diagnostics included an examination that identified erosion of the skin due to the neurostimulator on (B)(6) 2016. Interventions involved explanting and not replacing the entire system. The event resulted in in-patient hospitalization, an emergency room visit, urgent care visit and an unscheduled office visit. Etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae (B)(6) 2016.